Event description:
It was reported to ventec that the ventilator continuously rebooted by itself while in use by a patient. The patient reportedly had to be bagged for several hours until a replacement ventilator could be brought to him. There were no reports of patient harm as a result of the reported issue, however, medical intervention (manual ventilation) was necessary to prevent permanent impairment/damage to the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.